Event description:
Additional information received reported that the baclofen concentration was 1000mcg/ml at 372.4mcg/day. As far as this reporter knew the issue had been resolved and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (concentration and dose unknown by reporter) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. The patient was scheduled for a pump revision on (B)(6) 2015. No additional details were known by the reporter. The patient status was reported as "alive-no injury". The concentration/dose/lot#/brand of the baclofen, the patient's pertinent medical history/concomitant medications, the issue that led to scheduling the pump revision, patient symptoms related to the event, troubleshooting/diagnostics performed, the cause of the issue, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.